Event description:
Whenever the applied medical direct drive disposable laparoscopic clip applier would be compressed on the tissue, a clip would be discharged and crimped. As the handle would be returned to the start position, a second uncrimped clip would be expelled into the abdomen.